Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the process, successfully resolving the issue, as the error did not reappear after the reset.